Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump has cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 183 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up. Nothing further reported.